Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "bent guide wires. Please be advised that we found some defective items in different boxes. The issue was identified during incoming inspection/inventory". Associated complaints 3006425876-2024-00601, 3006425876-2024-00602, 3006425876-2024-00603, 3006425876-2024-00604, 3006425876-2024-00606 and 3006425876-2024-00607.

Manufacturer narrative:
Qn#(B)(4). The customer provided nine photos for analysis. The images show numerous unopened sac kits that appear severely bent in the package, as well as the involved material and lot number. The customer returned one unopened sac kit for evaluation. The kit was opened to further inspect the components. Visual inspection of the guide wire revealed one kink in its body. One gradual bend was observed on the catheter extension line, in the same approximate location as the guide wire damage. Significant creasing was observed on the kit packaging. Microscopic examination confirmed the distal and proximal welds were present and intact. The observed damage is consistent with issues encountered during storage and shipping. The kink in the guide wire was located 29mm from the proximal weld. The guide wire total length measured 253mm which is within the specifications of 245-254mm per product drawing. The guide wire outer diameter (od) measured 0.433mm which is within the specifications of 0.43-0.46mm per product drawing. Functional inspection of the guide wire was performed per the instructions-for-use (IFU) provided by the kit which states, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). At this point, the depth-marking entering hub shows that tip of wire leaves tip of introducer needle and enters vessel. If catheter/ needle assembly is used, remove needle and insert guidewire through catheter into artery as described above." The catheter was removed from the provided catheter-over-needle assembly, and the undamaged portions of the guide wire was advanced through the catheter with no resistance. A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "precaution: use of excessive force may damage catheter or guidewire. Do not use if package is damaged." The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. One kink was observed on the guide wire. Several folds and creases were observed on the outside packaging. The guide wire met all relevant dimensional requirements, and a device history record re-view was performed with no relevant findings. The lidstock clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature. Corrected data:unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported that: "bent guide wires. Please be advised that we found some defective items in different boxes. The issue was identified during incoming inspection/inventory". Associated complaints (B)(4).